Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4 lbs due to a faulty force sensor resistor. There were no alarm pause alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was in the process of changing the infusion set and everything. Customer stated that the pump had a pause alarm while priming. Customer noticed that the insulin squirts out a lot quicker than usual. Customer's blood glucose was 113 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.